Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the implantable cardioverter defibrillator was unable to connect to the medtronic lead. It was noted that the lead would not fit into the device and the patient experienced brief pauses during this period. The device was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to connect was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of the devices header and connectors found no anomaly contributing to reported event. Further analysis of the device¿s telemetry, lead impedance, pacing, and high voltage functions were found to be normal.